Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. Additional information requests were performed, but this was unsuccessful. No additional adverse patient effects were reported.